Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room due to syncope and being shocked. A remote transmission was sent and reviewed by qualified personnel. It was found on stored egm's (electrograms) indicated that there was possible t-wave oversensing (twos) at times on the right ventricular (rv) lead during a ventricular fibrillation (vf) episode that occurred two days prior. It was noted that the event was appropriately treated. The rv lead remains in use. No patient complications have been reported as a result of this event.